Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in china. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. Event occured during therapy. Patient resolved the issue by changing infusion set. No further information available.